Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial arteriovenous fistula. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, it was noted that the balloon burst while blowing it inside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR. : a mustang device was received for analysis. A visual examination identified that the balloon was not folded, and inflation media was present inside it which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 18 atmospheres for 30 seconds using digital timer without issue. A vacuum was then applied. The inflation device was verified at 18 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure of 18 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from kinks or damage. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial arteriovenous fistula. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, it was noted that the balloon burst while blowing it inside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the target lesion was severely tortuous and moderately calcified with 80% stenosis and the balloon ruptured during second inflation at 24 atmospheres. The device was completely removed from the patient.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial arteriovenous fistula. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, it was noted that the balloon burst while blowing it inside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the target lesion was severely tortuous and moderately calcified with 80% stenosis and the balloon ruptured during second inflation at 24 atmospheres. The device was completely removed from the patient.

Manufacturer narrative:
Updated b5: describe event or problem.